Event description:
The event report for this file was received via regulatory agency stating that during an intraocular lens (iol) implant procedure, it was noted that the lens did not advance in appropriate cartridge correctly. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).